Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 1.0ua. The criteria is <55ua. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and in house strips (different strips batch, strip lot number:d180315-1). The control solution tests for level low were 60/62 mg/dl, for level high were 249/242 mg/dl. The request control solution ranges are: level low 35~85 mg/dl; level high 210~320 mg/dl. All results were within the acceptance range. Pass. Patient did not return her strips, and according to importer's report, patient used strip lot # d170601-1 to test blood. The strip lot#d170601-1 was manufactured on 06/01/2017 and expired on 06/01/2019. Patient used expired strips to test blood which might caused or contributed to error readings. User storage or operation issue.

Event description:
End-user stated that medical attention was sought on (B)(6) 2019 around 6:00am at home. Caller stated that when her mother woke up she tested her blood glucose with her prodigy meter and received a result of 94mg/dl which was in her normal range for that time of day. Caller stated that the end-user was incoherent and slurring her speech. The end-user is prescribed 20 units of tresiba in the morning, however no medication or food was consumed while waiting for the paramedics. Caller stated that paramedics were called about 15 minutes after testing. Paramedics arrived about 5 minutes and tested the end-users blood glucose on their meter and got a result of 23mg/dl. Paramedics administered glucose in an IV and transported the end-use to the hospital. Upon arriving at the hospital, the end-users blood glucose was 92mg/dl. The end-user was given juice and something to eat and did not receive any treatment for anything else. The caller stated that the end-use was treated at dignity health - (B)(6) hospital, (B)(6) for about 3 hours, located in (B)(6). Caller does not recall what the discharge instructions were. No additional information was given.